Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device "does not deliver the required dose." There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.